Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a discolored deep tissue injury on their back under vibration box from constant pressure. There was no alleged device malfunction contributing to the irritation. It was reported that the patient received treatment. Outcome of injury is unknown as follow up attempts were unsuccessful.